Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Third party review of the x-ray noted polyethylene wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to implants remaining in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer shell porous with multi holes item#: 00620204820, lot#: 60897669. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02507.

Event description:
It was reported patient was being scheduled for a revision on an unknown day for an unknown reason, but surgery was cancelled. Attempts have been made and no further information has been provided.